Event description:
Customer reports an 0.5ml/hr multip-day infusor overinfused over 84 hours instead of an anticipated 5 days. Report states. "The pt felt tiredness and nausea." The infusor was filled to 60ml with 5% dextrose in water and hydromorphone and haloperidol. No pt injury reported.